Event description:
Doctor, assisted by second doctor, doing a laparoscopic left adrenalectomy. Per both doctors, the endoscopic multiple clip applier fired 2 clips at one time and this happened twice per both surgeons. The surgeons also state the clips were not sticking. Another endoscopic multiple clip applier was opened to the field and was working without incident. Manufacturer response for clip applier, endoscopic multiple clip applier (per site reporter): we requested a refund, and the manufacturer has not gotten back to us yet.